Event description:
It was reported that the patient felt pain in their chest and was subsequently diagnosed with a myocardial perforation. It was also reported that the patient had a respiratory infection days prior to the diagnosis of the perforation. In addition, the right ventricular [rv] lead had a high sensing integrity count [sic], decreasing lead impedance, noise was present and a lead integrity alert [lia] was triggered. Due to the noise, the device inappropriately detected an "episode" and delivered inappropriate therapy to the patient. The patient was treated surgically for the perforation and the right ventricular [rv] lead was explanted and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): initially, the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 7 ventricular non-sustained tachycardia (nst) episodes less than or equal to 210 ms on (B)(6) 2012. There were 2 ventricular fibrillation (vf) episodes less than or equal to 170 ms average v-cycle on (B)(6) 2012. There were 5 lead failure predictor (lfp) high rate non-sustained (ns) episodes less than or equal to 195 ms average v-cycle on (B)(6) 2012. Analysis also revealed interference/noise and the ventricular short interval count (v-sic) was equal to 320 counts, in 0.78 day, between (B)(6) 2012. Subsequently, the full lead was returned and analyzed with no anomalies found. The defib conductor was distorted, there was blood/body fluid on the outer tubing overlay, and a breached cut on the outer insulation. The helix was distorted/bent, there was blood in/on the helix mechanism sleeve head and blood and tissue on the helix mechanism itself, and there was apparent explant damage.